Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, while disconnecting the atrial and ventricular leads from the ipg several turns of the setscrew was made. Then during attempt to reconnect the atrial lead it was not possible to locate the setscrew in the ipg header to secure the lead. Multiple unsuccessful attempts were made to locate the setscrew in the ipg header. The ipg was removed and exchanged for another device. No patient complications have been reported as a result of this event.